Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was 350 mg/dl at time of incident. The customer was able to clear the alarms and was able to rewind the insulin pump. Troubleshooting was performed. The insulin pump will be returned be for the analysis.

Manufacturer narrative:
Device passed the displacement test, selftest, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 43 noted. Motor was tested outside device and passed, however device received with corroded motor home switch.